Manufacturer narrative:
Additional information was received for d4: expiration date, h4, h6, and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent continu-flo solution set had holes in the set which resulted in fluid leakage. The leak was observed during dexmedetomidine administration. There was no report of patient injury or medical intervention associated with this event. No additional information is available.